Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01721. Additional information received revealed one of the patient's ipgs was explanted and replaced to address the issue. Note: both of the patient's ipgs are being reported as explanted because it's unknown which device was replaced.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01721. The patient has two scs systems. It was reported the patient received an end of life message. Therapy loss followed. As a result, the patient may undergo surgical intervention on future date. Note: both of the patient's ipg are being reported because it's unknown which device is liable.